Manufacturer narrative:
The investigation was completed. Investigation summary: ppae (major bleed) the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the direct aorta/surgical access while in the operating suite for bypass surgery/CABG and tricuspid valve replacement. The patient is a 67 year old female who was known to be presenting in scai stage e shock. The 5.5 was placed as patient was coming off the bypass pump. The team did note the chest cavity to be oozing blood with a large volume of blood loss noted in the atrium. The team infused concentrated fibrinogen, ddvap desmopressin acetate, and multiple blood products inclusive of blood cells and fresh frozen plasma and cryopreciptate. When taken for a washout the bleed was seen to be from the aortic bypass cannulation site, not from the impella pump site. Anticoagulation necessary for the pump placement and support can contribute to bleeding. The pump remains on for support as hemodynamic support is still deemed necessary.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.